Manufacturer narrative:
E1 initial reporter city: corrected.

Event description:
It was reported that, during the priming of this delivery device outside the patient, a small foreign body was observed at the tip of the delivery device. The delivery device was replaced, and the procedure was completed using another of same model. There were no patient complications.

Event description:
It was reported that, during the priming of this delivery device outside the patient, a small foreign body was observed at the tip of the delivery device. The delivery device was replaced, and the procedure was completed using another of same model. There were no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis confirmed the reported clinical observation as a foreign material was observed inside the tip of the shaft. The device passed successfully the mechanical testing, the needle retracted and deployed, and the function of the buttons worked as intended. Functional testing was performed using a lab replacement syringe. The device successfully completed the priming, pretreatment, and treatment sequences as intended. During analysis with the spectroscopy, the foreign material was determined to be consistent with the material used in the duckbill seal portion of the manifold assembly

Event description:
It was reported that, during the priming of this delivery device outside the patient, a small foreign body was observed at the tip of the delivery device. The delivery device was replaced, and the procedure was completed using another of same model. There were no patient complications.